Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first closure device was fully recaptured after failing to meet release criteria. A 27mm closure device was then deployed and fully recaptured due to positioning. After the second full recapture, a perforation and pericardial effusion were noted via transesophageal echocardiogram. The patient remained stable; therefore, they continued with the procedure. A 24mm closure device was successfully placed, and it was noted that the effusion had increased. At this time, a pericardiocentesis was performed to removed 550cc of blood. The drain was left in the patient and observed overnight. Patient is in good condition and had been discharged to rehabilitation facility.